Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped and abandoned due to poor shocking impedance measurements and shorted lead. It was replaced with a new lead model 125. The device was an attempted implant and was electively replaced with a 1763.